Event description:
It was reported that a malfunction occurred on a pump, which was identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.